Event description:
The customer reported that the plug is sparking when plugged in. The system did no pt or staff harm.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found the problem to be loose wires in the power plug. The lugs were arced in the power plug, so he replaced the power cord assembly. The system operates as intended.